Event description:
It was reported that during a da vinci-assisted surgical procedure, a c-38 error on the integrated electrosurgical unit (iesu) or erbe generator occurred consistently when monopolar energy was requested, and review of the system logs confirmed the c-38 error. Before contacting support, the customer had already replaced the green monopolar energy cord, changed the instrument, and power cycled the generator, all without resolving the issue. During troubleshooting, the technical support engineer (tse) asked the customer to change the energy mode from swift to classic, but the error persisted. The tse then suggested moving the monopolar connection from the top monopolar port to the bottom port, which the team did; however, the surgeon had finished using monopolar energy and the bottom port configuration was not tested further. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported problem was confirmed using system log which recorded errors m-11, m-18, and recurring c-38 and c-34. During testing, the erbe unit displayed error code c-37 on start and erbe log showed c-00 and m-11. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. While the definitive root cause could not be established from the findings, a possible cause is attributed to an electronic component defect within the generator characterized by a voltage error.